Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post lumbar fusion for degenerative disc disease in lumbar area, the patient started having drainage from the incision. Additional visits were required for wound drainage. The surgeon also decided to take the patient back to surgery. During surgery for post operative drainage, the surgeon discovered that the product which was used did not hold causing the problem. Surgery performed was I and d of lumbar wound, cultures lumbar wound and re-exploration of fusion l4-5 with growth. There was a large seroma but no evidence of abscess was seen. There was some necrotic tissue in the fascia which required to be debrided.